Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unreported date in (B)(6) 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The event was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event; however, it was stated testing was performed in the hospital. The patient was treated with unspecified antibiotics for one month (also reported as four weeks) (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. After the four weeks, the patient&#38112;effluent remained cloudy. On an unknown date, the patient's pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient had not recovered. No additional information is available.